Event description:
During the procedure physician used an endeavor resolute rx to treat calcified and tortuous lesion with 85%stenosis in prox-middle lad and 80% stenosis in distal-lad. The lesion was pre dilated but the stent could not pass the lesion. The device was inspected prior to use with no abnormalities noted. The device was prepped before use according to instructions for use. No resistance encountered at the lesion or between the endeavor resolute rx and other devices used in the procedure reported. The physician used a new device (same size) to complete the procedure. No patient injury reported. When the device was returned to the manufacturing facility it was noted that the stent of the device was noted to be damaged. The device was returned to the manufacturing facility and through analysis of the returned device the stent damage was observed. Evaluation summary: the distal tip was flared indicating that it may have been stubbed during advancement. The 17th and 18th distal stent segments were raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: patient¿s condition affected effectiveness of device (calcification, tortuosity, 85%-80% stenosis); inherent risk of procedure (stent deformation); deformation problem (stent). Conclusion: known inherent risk of a procedure; (stent deformation); device failure related to patient condition (calcification, tortuosity, 85%-80% stenosis). (B)(4).